Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) device implanted for 9 years. The ipp was having device performance issues. The physician tried pumping the device in his office but the ipp no longer works. The device was replaced with a new ipp device.